Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported this pd patient expired while in treatment on the liberty select cycler. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on 16/jul/ 2024 while connected to the liberty select cycler. The death was not related to use of the liberty select cycler, any fresenius drug, or other product, or the patient¿s pd treatment. This patient had severe heart disease (unspecified) for which was the cause of death. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).

Manufacturer narrative:
Clinical review: the death was not related to use of the liberty select cycler, any fresenius drug, or other product, or the patient¿s pd treatment. This patient had severe heart disease (unspecified) for which was the cause of death. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported this pd patient expired while in treatment on the liberty select cycler. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on (B)(6) 2024 while connected to the liberty select cycler. The death was not related to use of the liberty select cycler, any fresenius drug, or other product, or the patient¿s pd treatment. This patient had severe heart disease (unspecified) for which was the cause of death. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).